Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the atrial electrogram (egm) appeared to have standstill. The atrial sensing was programmed to bipolar. Technical services (ts) reviewed noting there was no atrial intrinsic amplitude. The ra pace impedance measurements were stable over the last year and have since gone up by 100 to 200 ohms. The threshold measurements had risen followed by no thresholds, due to what ts noted as noise or fast rate. This patient was brought into the clinic where it was confirmed via x ray that this ra lead had dislodged. It was noted that there was loss of biventricular pacing temporarily. A revision procedure is being planned in the future. This ra lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this right atrial (ra) lead was explanted due to dislodgement and replaced with a new ra lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the atrial electrogram (egm) appeared to have standstill. The atrial sensing was programmed to bipolar. Technical services (ts) reviewed noting there was no atrial intrinsic amplitude. The ra pace impedance measurements were stable over the last year and have since gone up by 100 to 200 ohms. The threshold measurements had risen followed by no thresholds, due to what ts noted as noise or fast rate. This patient was brought into the clinic where it was confirmed via x ray that this ra lead had dislodged. It was noted that there was loss of biventricular pacing temporarily. A revision procedure is being planned in the future. This ra lead remains in service at this time. No adverse patient effects were reported.